Event description:
Event #1 patient arrived to pacu needing to have secretions suctioned from airway. Suction was not strong enough to pull away the secretions. They then tried the second suction set up and it worked properly. Event #2 octopus suction system failed again. Fluid backed up into the red tubing on the tandem system and into the wall suction mechanism.